Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017-mar-14, it was reported that the patient's pump was alarming. The patient stated that they knew their pump was out of medication because it was "squawking at [them]". The patient noted that they knew that they were due for a refill as their last refill was in (B)(6) 2016, however the patient did not know when their refill was actually due. No symptoms were reported. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.